Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instruction for use (IFU) states "adverse events that may occur and/or require intervention include, but are not limited to component migration."

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, a follow-up computed tomography imaging reportedly revealed that there was aneurysm enlargement (amount unknown) and the proximal end of the gore® excluder® aaa endoprosthesis migrated distally (distance unknown). On (B)(6) 2019, an additional procedure was performed to treat the aneurysm enlargement and the migration. Aortic extender endoprostheses were implanted proximally. The patient tolerated the procedure.